Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow and were changed to a new set of pads to continue therapy.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted no obvious defects. During the visual inspection it was found that the pads had adequate sealing between the clear film and the pad and the trim pattern was within specifications. The energy connector clamps were found to be free of damages on all of the pads. The manifold connectors did not present with any damages and had a good connection. No manufacturing deficiencies were observed on the four returned pads. A functional evaluation was performed via a flowrate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes and water did not flow right away on some of the pads as low flow was detected: left chest pad: a total of 1.95 l/min m2 flow rate was registered during the test left thigh pad: a total of 2.07 l/min m2 flow rate was registered during the test. Right chest pad: a total of 2.44 l/min m2 flow rate was registered during the test. Right thigh pad: a total of 3.18 l/min m2 flow rate was registered during the test. According to the test method the flow rate was out of specifications on the left chest pad and the left thigh pad. The other pads were found to be within specifications as the flow rate must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard